Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent an open reduction internal fixation surgery for a femoral neck fracture with femoral neck system (fns). After the surgery the femoral bone head developed a crush and necrosis was confirmed. On an unknown date the patient underwent a revision surgery in which the surgeon removed the fns and replaced it with an artificial bone head. There was no surgical delay. The surgeon commented that the event was caused by a problem of the blood flow in the bone head and it was not attributed to the fns. This report is for one anti-rotation screw for femoral neck sys 80mm length - sterile. This is report 2 of 4 for (B)(4).